Manufacturer narrative:
(B)(6).

Event description:
The customer complained of a discrepant elecsys hcg + beta test system (hcg+b) result for one patient sample on a cobas 6000 e 601 module. The initial result was 15.30 miu/ml. The customer repeats all samples if the hcg+b result is less than 50 miu/ml. The repeat result was 14.60 miu/ml and was reported outside of the laboratory. The hcg+b failed calibration. The field service engineer (fse) checked the module. The fse found an issue with the sipper that was dripping over the cleaner reagents. The fse changed the pinch valve, cleaned an additional valve, and checked the water pressure. The water pressure was acceptable. On (B)(6) 2018 the customer repeated the sample and the hcg+b results were 3.80 miu/ml and 4.08 miu/ml. The customer considered the hcg+b result of 4.08 miu/ml to be the correct result and was reported outside of the laboratory. On (B)(6) 2018 a new sample was collected from the patient and the hcg+b results were 27.27 miu/ml and 27.63 miu/ml. On (B)(6) 2018 a new sample was collected from the patient and the hcg+b results were 6.83 miu/ml and 6.93 miu/ml. An erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The hcg+b reagent lot number was 284298. The expiration date was asked for but not provided.

Manufacturer narrative:
The field service engineer replaced the pinch tubing on the system and cleaned a solenoid valve. The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.